Event description:
Additional information received from reporter for mw5108555 on: 03/29/2022.

Event description:
(B)(6), was (B)(6) years old when he was put into an institution for the first time involuntarily and was made forced involuntarily restrained to take zyprexa intramuscularly which caused his untimely suffering and painful death. The first autopsy that matthew took they cut him from the back, they cut him open from the neck all the way down to his feet "butterflyed" him open, I have photos. Told us that matthew died suddenly and unexpectedly. We got a second expert forensic pathologist, his results which indicated matthew was overdosed. Name of the company that makes the medical device: not sure. FDA safety report ID # (B)(4).

Event description:
Additional information received on 6/24/2024 for report mw5108555 to update procode to btm.

Event description:
(B)(6), was (B)(6) years old when he was put into an institution for the first time involuntarily and was made forced involuntarily restrained to take zyprexa intramuscularly which caused his untimely suffering and painful death. The first autopsy that matthew took they cut him from the back, they cut him open from the neck all the way down to his feet "butterflyed" him open, I have photos. Told us that matthew died suddenly and unexpectedly. We got a second expert forensic pathologist, his results which indicated matthew was overdosed. Name of the company that makes the medical device: not sure. FDA safety report ID # (B)(4).